Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual inspection showed corrosion and cracked traces seen across multiple splines. The electrical test was performed and the device failed the test. Magnetic sensor resistance testing revealed that both pairs are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017 it was report that signal noise and tracking issues occurred. A intellamap orion was selected for left atrium(la) tach rhythmia case. However during mapping the orion was having problems with noise on at least seven electrodes, also the splines did not show. The procedure was completed with another orion. No patient complications were reported. However; returned device analysis revealed corrosion on multiple splines.